Event description:
Surface defect.

Event description:
Surface defect: implant failed due to failure to osseointegrate.

Manufacturer narrative:
Surface defect: implant failed due to failure to osseointegrate.